Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, uterine bleeding, adenomyosis, dysmenorrhea and menorrhagia. Previously administered products included for an unreported indication: mirena from (B)(6) 2014 to (B)(6) 2014 and ibuprofen. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and endometriosis ("endometriosis"). The patient was treated with surgery (laparoscopic modified radical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved and the female sexual dysfunction and endometriosis outcome was unknown. The reporter considered endometriosis, female sexual dysfunction, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, uterine bleeding, adenomyosis, dysmenorrhea and menorrhagia. Previously administered products included for an unreported indication: mirena from (B)(6) 2014 to (B)(6) 2014 and ibuprofen. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and endometriosis ("endometriosis"). The patient was treated with surgery (laparoscopic modified radical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved and the female sexual dysfunction and endometriosis outcome was unknown. The reporter considered endometriosis, female sexual dysfunction, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, uterine bleeding, adenomyosis, dysmenorrhea and menorrhagia. Previously administered products included for an unreported indication: mirena from (B)(6) 2014 to (B)(6) 2014, birth control pill from (B)(6) 2012 to (B)(6) 2013 and ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inabilty to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced endometriosis ("endometriosis") and cytogenetic abnormality ("amitosis"), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with levonorgestrel (mirena) and surgery (laparoscopic modified radical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, female sexual dysfunction, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the endometriosis and cytogenetic abnormality outcome was unknown. The reporter considered cytogenetic abnormality, dysmenorrhoea, endometriosis, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Outcome for previously reported events: abnormal bleeding (vaginal) and menorrhagia was updated to recovered / resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, uterine bleeding, adenomyosis, dysmenorrhea and menorrhagia. Previously administered products included for an unreported indication: mirena from (B)(6) 2014 to (B)(6) 2014, birth control pill from (B)(6) 2012 to (B)(6) 2013 and ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inabilty to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced endometriosis ("endometriosis"), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cytogenetic abnormality ("other injury(ies) or complication(s) - please describe: amitosis"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with levonorgestrel (mirena) and surgery (laparoscopic modified radical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, female sexual dysfunction and dysmenorrhoea had resolved and the endometriosis, cytogenetic abnormality, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered cytogenetic abnormality, dysmenorrhoea, endometriosis, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs received. Following events were added: abnormal bleeding (vaginal) and menorrhagia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, uterine bleeding, adenomyosis, dysmenorrhea and menorrhagia. Previously administered products included for an unreported indication: mirena from (B)(6) 2014, birth control pill from (B)(6) 2012 to (B)(6) 2013 and ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced endometriosis ("endometriosis"), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and cytogenetic abnormality ("other injury(ies) or complication(s) - please describe: amitosis"). The patient was treated with levonorgestrel (mirena) and surgery (laparoscopic modified radical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, female sexual dysfunction and dysmenorrhoea had resolved and the endometriosis and cytogenetic abnormality outcome was unknown. The reporter considered cytogenetic abnormality, dysmenorrhoea, endometriosis, female sexual dysfunction, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: pfs received: events: dysmenorrhea and amitosis were added. Event outcome were updated. Historical drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.